Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, the drive cable needed to be held into the coupler of the motor drive unit. The case was successfully completed with the same motor drive unit with no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The reported symptom was not confirmed. During evaluation, a disposable hand piece attached to the unit with no difficulty and the blade rotated in both directions at all speed levels without being held by the operator. Alignment of the coupler to the connector was good. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.